Event description:
Procedure: lobectomy. According to the report: the doctor mentioned a patient having an infection after a lobectomy procedure. The patient after a left and right lobectomy was re-operated, due to high fever and redness on the skin. The second surgery performed 21 days after the initial surgery on both sides. The suture which was placed in the muscle and subcutaneous tissue was removed on both sides. According to the report by visual inspection of the suture, there was no significant change on the appearance and the structure.

Manufacturer narrative:
Date initial report sent to FDA: 08/17/2009.